Event description:
A customer contacted beckman coulter (bec) reporting that erratically low control results were obtained on the coulter act diff 2 hematology analyzer and upon rerun the results were within specification. Instrument flags (*) and/or non-numeric codes were provided for the control results on the first run. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument and was able to reproduce the error upon arrival. The fse also discovered that there was a large amount of liquid coming out of the wash block after a run. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were reported out the laboratory, as no patient samples were processed due to the control issue.

Manufacturer narrative:
While the bec fse was onsite, the fse replaced the replaced the wash block and probe which appeared to resolve the control problem and the leak. Failure mode: leak and the erratic controls were attributed to the wash block and probe which needed to be replaced. However, the control results were flagged and/or non-numeric alerting the operator to an instrument problem. (B)(4).